Manufacturer narrative:
The apc /esu system was returned and thoroughly inspected/tested (note: the moviva hybrid ablation probe was disposed of after the gma interventional work and therefore, not available for an evaluation.). A technical safety check was performed on the apc and esu. This included an electrical safety check, a functional check of each of the equipment's features, a power output check, etc. All features were/are functioning properly within specifications for each of the devices. Additionally, no anomalies were found in the device history records (dhrs) for the apc, esu, and the moviva hybrid ablation probe. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. No problems were reported with the moviva hybrid ablation probe during the procedure. Based upon the information provided in the incident, the abdominal tension and impaired breathing was most likely caused by argon gas accumulating in the stomach. The moviva probe notes on use explicitly mentions the risk of argon gas accumulating in body cavities. However, no conclusive determination could be made as to the cause(s) of the incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with an erbe system, argon plasma coagulator (apc)/electrosurgical unit [esu/generator, model vio 3, part number (p/n) 10160-000, serial number (s/n) (B)(6)] during a gastric mucosal ablation (gma). An erbe moviva hybrid ablation probe [p/n: 20150-120, lot number (l/n): 457339] was used during the interventional work. No other information was provided regarding any other accessories or settings employed during the event. It was reported that the patient "developed abdominal tension with impaired spontaneous breathing. This was followed by abdominal decompression via needle puncture, which reduced the intra-abdominal pressure. The patient quickly stabilized." It was suspected a perforation occurred; however, no perforation was discovered via an endoscopic examination. Also, the stomach was insufflated, and no free air was found in the abdomen. The patient was transferred to the intensive care unit for monitoring overnight, then transferred to the normal ward. The patient was discharged the following day without any issues.